Event description:
The incident/defect was reported as: during a robotic prostatectomy, several clips were not locking or breaking upon application. No pt injury reported.

Manufacturer narrative:
Sample received but investigation is not complete at time of this report. Investigation is ongoing. A follow-up report will be sent when available.